Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several ventricular noise episodes were noted. Lead damage is the suspected cause of the noise episodes. The physician has preferred to not take any action at this time. The lead remains implanted and will continue to be monitored. The patient is in stable condition.